Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two high rate non-sustained episodes were observed. It was also noted that electromagnetic interference and oversensing of noise occurred during the time of the patient's procedure. The device remains in use. No patient complications have been reported as a result of this event.